Event description:
It was reported that during testing at the healthcare facility, the tip of the frontal sinus suction tube was noticed to have broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during testing at the healthcare facility, the tip of the frontal sinus suction tube was noticed to have broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.